Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 100 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.